Event description:
New information received indicated that the previous reported noise issue observed was believed to be on the lead, which was capped and replaced (B)(6) 2017. Patient was in good condition following the procedure, and will be followed up normally.

Event description:
It was reported that patient had suffered from presyncope and presented to the ER for a pacemaker check. The patient experienced dizzy spell when getting out of bed. There were multiple episodes of noise reversion recorded. The times of the episodes were all throughout the day and week and did not appear to follow any obvious pattern. No electrograms were reported at the time of the event. Capture, sensing, and impedances were reported to be stable and within normal ranges. The noise was not reproducible with isometrics. The patient did not receive any medical treatment for the event. Patient was kept overnight to review device performance. No further information available.